Event description:
It was reported that the patient received an "inappropriate" shock due to t-wave oversensing experienced by the right ventricular lead; two other shocks were aborted. The lead alert was also tripped for short v-v intervals and non-sustained episodes due to the t-wave oversensing. Programming changes were made in the lead's sensing polarity which corrected the issue. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Lead failure predictor high rate-non-sustained episode was less than/equal to two-hundred fifteen milliseconds (ms) average ventricular cycle length (vcl) on (B)(6) 2012. Ventricular fibrillation episode was less than/equal to one-hundred ninety ms vcl on (B)(6) 2012. The lead integrity alert was triggered. Patient alerts for the lead failure predictor occurred on (B)(6) 2012.